Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow up visit, there were abnormal atrial sensing and channel signals noted, and right atrial (ra) lead dislodgement was confirmed under x-ray fluoroscopy. The ra lead was revised. During the revision procedure, the connection between the cardiac resynchronization therapy defibrillator (crt-d) and lead were removed. After fixing the ra lead, no clicking sound could be heard when the ra lead was fixed with a screwdriver. Repeated attempts were made to no avail. The plastic sealing rubber ring was removed, and the screwdriver, screw and crt-d were kept vertical, but the setscrew still could not be screwed in. A rustling sound was heard. The interface between the screw and the crt-d was suspected to be damaged, so the crt-d was removed and replaced, and the procedure was completed successfully. The ra lead remains in use. No patient complications have been reported as a result of this event.